Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n428585, implanted: (B)(6) 2014, product type: accessory; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was poor telemetry or no telemetry with recharging. The patient was unable to charge. The patient positioned the antenna over the implantable neurostimulator (ins) and attempted a recharge session. A reposition antenna screen appeared. Repositioning the antenna did not resolve the issue. The patient could not communicate with another external device. On the patient programmer (pp) there was poor communication screen. The last time the patient felt stimulation was 5 days ago on (B)(6) 2015. The last successful charge session was &#49248;couple weeks ago.&#55310;o interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.